Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). Encoder flex is out of specification. Lower case is broken and the keyboard is scratched.

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.